Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 80-year-old patient with a 27mm perimount valve implanted in the mitral position has been placed under consideration for a valve-in-valve procedure after an implant duration of approx. 7 years and 1 month due to significant mitral regurgitation and severe stenosis (17/10 mmhg and valve area of 1.9cm2). The implant date is known only as "(B)(6) 2014". Therefore, (B)(6) 2014 is being used to calculate the minimum implant duration. As reported the initial implantation was performed combined with aortic valve replacement whereby a 21mm perimount valve was implanted concomitantly. Reportedly the aortic perimount valve was explanted approx. 9 months after the implantation due to endocarditis and a valve model 290021mm was implanted in replacement [complaint (B)(4)]. Angiographically, no significant insufficiency or restenosis was observed on this (B)(4) valve in the aortic position. Despite repeated attempts to receive further information regarding this event, no additional information was received from the customer.